Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw vent implant was returned for inspection. The device shows significant signs of damage about the upper portion of the threads near the collar. The collar itself is chipped. The internal drive feature is confirmed to contain the fractured screw piece, which was too badly damaged to be removed. Appropriate documentation was reviewed and the following information was identified: a device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Review of appropriate documentation: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Customer reports that the transfer coping screw was fractured during use into the implant. The screw could not be removed, so the implant was trephined out. The alleged malfunctions were confirmed following inspection of the returned device. The reported event could not recreated due to the already damaged state of the device and the nature of the alleged event. The complaint is related to the functional performance of the device. Based on the inspection of the returned devices and DHR review, there were no manufacturing deviations to suggest that the device caused or contributed to the reported event; the devices likely left the zimmer biomet manufacturing site conforming. A root cause for this complaint could not be determined. The following sections were corrected: expiration date and UDI: (B)(4). Concomitant medical products and therapy dates. Date received by manufacturer. Device evaluated by manufacturer change 'no' to 'yes'. Device manufacturer date. Event problem and evaluation codes. The following section were updated: date of this report, follow-up number, follow up type, additional narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the screw fractured in the patient's implant. The dentist was unable to retrieve the fractured screw, so the implant was trephined out.